Manufacturer narrative:
An event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed. Method & results: device evaluation and results: based on a visual inspection it is concluded that hexalobular tip of screwdriver was broken off. The fractured piece was not returned with the device. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 1 other events for this lot. Conclusions: the investigation confirms that the hexalobular tip of screwdriver was broken off. The broken piece was not included with the returned driver shaft. It was stuck in the screw. This event relates to an existing CAPA, which is related to tip fracture for the trident hexalobular screw driver family. This CAPA determined the failure mode is user related. This failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use. The CAPA included a clinician assessment of the worst case condition of the tip breaking off the universal driver and being implanted. The assessment stated there is minimal health risk as the tip is imbedded between the screw and insert (i.e. Limited exposure). The reported event described the screw driver broke at the tip during surgery. A visual investigation confirmed that the tip of the device fractured.

Event description:
Tip of screwdriver broke off inside screw while screwing cup in. Was stuck in the screw.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Tip of screwdriver broke off inside screw while screwing cup in. Was stuck in the screw.